Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus, but would not deploy from the delivery system. The physician felt resistance when attempting to rotate the plunger and had to break the handpiece to release the capsule. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.